Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. The returned device indicated a firmware error message/code.

Event description:
It was reported that device experienced a power on reset (por) and reached recommended replacement time (rrt) quicker than expected. Premature battery depletion was suspected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory indicated power-on reset parameters were present. Two dvdd/i354 self supply power on resets (por) are recorded on (B)(6) 2013. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.